Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the day of the treatment. The root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The device history records (DHR) for the device were reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company's acceptance criteria. (B)(4).

Event description:
A company representative reported an incomplete cut during a laser assisted flap creation procedure on a patient's eye. There was no patient harm reported. The patient will have to wait a few months before undergoing the same procedure again. Upon follow up, rescheduled procedure was performed. No new issues were reported.